Manufacturer narrative:
The manufacturing record of the device was reviewed without irregularity. The subject device was returned to olympus medical systems corp for evaluation. When the subject device was connected to a video system center at (B)(4) olympus, the reported phenomenon reproduced. The water leakage was found inside of the venting connector. The video connector was disassembled, there was no abnormality other than the water leakage in the inside. The relation between the water leakage and the phenomenon is unknown. As a result of disassembling the universal cord, ccd cable was disconnected. As mentioned above, it is considered that the disconnection of the ccd cable led to this phenomenon. The exact cause of the disconnection of the ccd cable has not been determined.

Event description:
Olympus was informed that the endoscopic image disappeared two times during an unspecified procedure with the subject device. The facility tried to restore the image, and the image was displayed again normally. The intended procedure was completed without replacing to another device. There was no patient injury reported.